Event description:
It was reported per field service report: pump was on pt. Symptoms - short run time in battery mode. Findings/actions taken: found battery mode lasting only 5 mins before system shut down. Replaced battery. Performed autocat 2 series system preventative maintenance inspection check. System functional. Add'l info rec'd on (B)(6) 2011 from field service rep stated the pump was removed and replaced with success. There was no report of pt death, complications or injury. The pt's outcome was no harm and okay.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.